Manufacturer narrative:
(B)(4). Evaluation summary: unique device identifier (UDI): (B)(4). Visual and functional inspections were performed on the returned device. Although it was reported that a suture break occurred, the returned device found that the anterior needle disengaged from the cuff, which creates a break in the suture loop that is not a break in the suture material itself. This finding results in the event being classified and analyzed as a needle to cuff miss/suture retrieval issue (difficulty harvesting the suture). As the difference between the failure modes is often not discernable to the user the reported difficulty harvesting the suture and suture break were confirmed as a suture retrieval issue involving disengagement of the needle with the cuff. Additionally, device analysis revealed two separated unreturned tabs in the anterior cuff. Cuff tabs measure one one-hundredth of an inch square and due to the extremely small size, a missing cuff tab is not visible without magnification and would not be noted by the user. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 7f sheath after a percutaneous transluminal coronary angioplasty (ptca) procedure. Reportedly, there was difficulty harvesting the proglide suture; the suture was broken. Hemostasis was achieved using manual arterial compression. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.